Event description:
The remstar auto a-flex w/humid device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint during the evaluation of the device, the service technician found evidence of visible foam particles inside the blower kit. The device was also found to have dust contamination. Additionally, the device displayed error code 101 (err_humid_temp_max), error code 65 (err_stuck_encoder_a), error code 55 (err_therapy_queue_full), error code 66 (err_stuck_encoder_b) and error code 61 (err_pll_unlocked).